Event description:
The customer reported that during post-reprocessing of the subject device after a colonoscopy procedure, the angle locked and could not be unlocked. There was no patient or user injury reported.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. During inspection and testing, service found the right/left angle lock was co-rotated. In addition, the bending angulation was insufficient due to stretching of the angle wire. The angle knob had play due to stretching of the angle wire. A leak was observed at the up/down angle knob. The curved rubber adhesive was cracked/chipped. Scratches were observed on the switch box, switch #2, on the insertion tube, the control section, control section cover, the grip, the tip cover, the adjustment ring, universal cord, on the operation side of the universal cord, and the scope connector. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the legal manufacturer¿s investigation, it is possible that the right/left angle lock was co-rotated, causing the angle to stay engaged. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.